Event description:
According to the report received via email on 16-jun-2021, "patient is subject # 370 in the on-x post approval study. Patient was hospitalized for a pacemaker related reason. No other details are available at this point." Per the adjudication form during this hospitalization the patient had a pacemaker implanted. This is not related to the implanted on-x valve. Additional information received relayed the patient was admitted on (B)(6) 2019 for elective left knee replacement. On (B)(6) 2019 the patient awoke with bilateral blurry vision, and is being evaluated for stroke. (B)(6) 2019: CT of head - occipital lobes with bilateral hypodensity. Right parietal lobe hypodensity. Suggestive of evolving infarcts vs pres. Assessment: suspected acute infarcts involving the occipital + parietal lobes related to being off of anticoagulation + mechanical valve.

Event description:
According to the report received via email on 16-jun-2021, "patient is subject # 370 in the on-x post approval study. Patient was hospitalized for a pacemaker related reason. No other details are available at this point." Per the adjudication form during this hospitalization the patient had a pacemaker implanted. This is not related to the implanted on-x valve. Additional information received relayed the patient was admitted on (B)(6) 2019 for elective left knee replacement. On (B)(6) 2019 the patient awoke with bilateral blurry vision, and is being evaluated for stroke. (B)(6) 2019: CT of head - occipital lobes with bilateral hypodensity. Right parietal lobe hypodensity. Suggestive of evolving infarcts vs pres. Assessment: suspected acute infarcts involving the occipital + parietal lobes related to being off of anticoagulation + mechanical valve.